Event description:
It was reported that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein the physician made a small incision and readjusted the existing lead. The patient had intraoperative testing. The patient was doing well with a new and satisfied stimulation coverage. The leads were remain implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7070481.